Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00462.

Event description:
It was reported that during log review, the perfusion system displayed "low last measured discharge (lmd)" after full discharge/recharge of the batteries. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) downloaded the system and power manager data logs. The fsr replaced the batteries, verified system operation and power supply outputs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. The reported complaint was confirmed. During the laboratory evaluation, the reported complaint was not duplicated. The batteries passed load testing and recharged normally. The batteries measured 13.0 and 12.9 volts direct current (vdc) upon receipt per the product surveillance technician (pst). Conductance measurements were 494 siemens(s) and 514 s respectively (both passing). 13.2 vdc is typical for a battery having a near full charge. 375s (siemens) is the minimum requirement for conductance. The batteries were attached to a power manager test platter and charged for three and a half hours. The service screen was monitored and appeared typical throughout the charging period. The total nominal available capacity (tnac) showed 18 amp hours (ah), this is typical. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.